Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) for biliary stent removal, using an evis exera iii duodenovideoscope and a single use distal cover, the patient sustained a moderate mucosal tear the entire length of the esophagus. Cap assisted examination was performed and did not reveal deep penetrating injury. The patient was sent home with eight weeks of twice daily proton pump inhibitor (ppi) treatment. No additional consequences to the patient were reported. Over a twenty-day period, the customer reported a cluster of eight similar events occurring during endoscopic retrograde cholangiopancreatography (ercp) procedures using an evis exera iii duodenovideoscope with a single use distal cover. These events involved gastrointestinal tissue trauma and/or tissue found in the distal cover following the procedure. These are events are reported in the following: event one: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event two: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event three: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event four: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event five: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event six: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event seven: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. Event eight: case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure. The customer attributes these similar events to cracked caps (maj-2315). Customer reports speaking with the team, and they did report having difficulty in the beginning with cracking the caps. The caps were changed if they were found to be cracked. The customer also reported discovering a few caps were cracked when coming out of the packaging. The customer reported the scope ¿broke off¿. Upon physical inspection/evaluation of the returned device, olympus could not confirm the customer¿s report. There were no pieces of the video scope broken off. The single use distal cover (maj-2315) was not returned for evaluation. Olympus did note cracking on the insertion tube side of the bending section cover glue, which was still intact/attached to the video scope.

Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the legal manufacturer's investigation findings based on the FDA inspection conducted from 07nov2022 to 10nov2022. Based on the additional investigation findings, the following factors likely caused the cracks to occur at the time the pack was opened: 1. Cracks occurred due to an external load during the storage of the device after delivery 2. When the customer grabbed the sterilization pack to remove the distal cover from the packaging, it was gripped too tightly which crushed the distal cover. This supplemental report includes correction to h6 codes which were not included on the previous submission.

Manufacturer narrative:
This report is being updated to provide investigation findings and corrected data. The device history record (DHR) has not been confirmed because the lot number is unknown, but there was no manufacturing problem relating to the reported issue. Another review was performed on the manufacturing process to make sure if there has been any change on 5m which could affect the product. There was no abnormality or deviation that could contribute to the reported issue. Replication testing has been conducted using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. Conclusion: the definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: 1) user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover. When user tried to remove scope in this situation, the mucosa is damaged by the edge of the distal cover. 2) distal cover cracks at tear-off line due to inappropriate attachment of distal cover to scope. When pressing distal end to surface of mucosa in this situation, the mucosa gets caught in the cracked cover and damaged, even though suction is not operated.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.